Event description:
Related manufacturer reference number: 3006705815-2022-00669 , 3006705815-2022-00670 , 1627487-2022-00759. It was reported there was an open wound on the back that may have been infected. In turn, the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient had an open wound on the back that may have been infected was reported to abbott. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.